Event description:
The lay reporter contacted lfs (B)(4) on (B)(6) 2011 alleging an unspecified error message of 'fallo tira reactiva' (an issue with the test strip) on the patient's one touch one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient. Medical surveillance classified the complaint based on the initial call. The reporter mentioned that this specified message would only appear with specific lot # of test strips, lot # 3114143 and would not appear with another other test strips. The alleged issue began on (B)(6) 2011 during the night. Since the patient was unable to obtain a reading on the meter at an unspecified time later, the patient had developed symptoms of 'high level glucose' and feeling dizzy on two separate occasions . The patient tested on another device and obtained a 190 mg/dl and a 125 mg/dl. One of the readings was taken on the (B)(6) after dinner and the other reading was taken on (B)(6) 2011 after dinner. The patient contacted the physician for advice and was advice to increase their dosage of insulin. If the blood glucose reading is over 100 mg/dl, the patient was advice to increase the dosage. Patient took 16 units of insulin. No further clinical information about the event was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the two events, and how long symptoms lasted. It would have also been helpful to know the patient's exact symptoms. Cca was unsuccessful in resolving the issue and sent the patient replacement products. The complaint is being reported since the reporter alleged that due to the message the patient was unable to test their blood glucose on the lfs meter and on two separate occasions, developed symptoms of high blood glucose levels and was advised by the physician to increase their dosage of insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k053529.